Event description:
A malfunction was reported, displaying a malf 8 error code, with no notable events occurring prior to the issue. There was no reported impact on the customer's blood glucose level. Technical support decided to replace the pump, confirmed the customer's shipping address, and advised using multiple daily injections as backup insulin therapy. The caller was instructed to put the pump into storage mode and return it within ten days using a prepaid label, a procedure the caller understood and acknowledged.